Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the initial reporter that she had a second opinion. The second surgeon informed her that there was nothing behind the right eye. There might have been blood behind the right eye at the time of visit to the first surgeon. The second surgeon given clean bill of health.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported blood behind the right eye with fuzzy vision. She noted that the surgeon informed her of blood behind the right eye was gradual, like it was prior to the yag laser treatment. Approximately 1 year ago, yag laser treatment was applied and vision cleared "until this happened". The initial intraocular implant procedure took place approximately 5 1/2 years ago. Additional information has been requested however, further information has not been received.